Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal low voltage electrode of the lead was covered in blood. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead dislodged and exhibited no capture. It was also reported that since last check the right ventricular (rv) lead thresholds had risen and when tested thresholds fluctuated. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.